Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 17-may-2023 h6: investigation summary it was reported the needle will not allow the injection to go through. To aid in the investigation, two samples with no packaging blisters were received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. The solution could not be expelled; the needles are clogged. A device history record review was completed for provided material number 305145, lot 2279794. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. See h10.

Event description:
It was reported that 4-5 bd precisionglide¿ needles were clogged during the injection. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "we have had an issue with the bd precisionglide needle... Randomly these needles will not allow for the injection to go through and will appear "clogged"... 1. Are you able to provide the quantity of defective needles? It is random and not all of the same lot number are affected. Has been probably 4-5 needles per day for the past 2-3 weeks 2. What was the animal¿s outcome? Was there any adverse event or serious injury reported? None yet, today the actually needle disconnected from the plastic hub during a cystocentesis which could have caused serious injury if the va was not able to retrieve the needle part with her fingers from the skin of the patient. 3. Was there any visible blockage? If yes, kindly describe. No visible blockage seen 4. Was this noted on the first use? Yes they are brand new needles from the packaging being used for the first time with these occurrences. 5. Were you able to draw up solution and then unable to expel? No, the needles were changed after drawing up with a different one so answer unknown 6. What medication was used during the event? Vaccines, rabies, dapp, dapp/lepto, fvrcp, etc. 7. What type of procedure is being performed? Injection of vaccines, cystocentesis".

Event description:
It was reported that 4-5 bd precisionglide¿ needles were clogged during the injection. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "we have had an issue with the bd precisionglide needle... Randomly these needles will not allow for the injection to go through and will appear "clogged"... Are you able to provide the quantity of defective needles? It is random and not all of the same lot number are affected. Has been probably 4-5 needles per day for the past 2-3 weeks. What was the animal¿s outcome? Was there any adverse event or serious injury reported? None yet, today the actually needle disconnected from the plastic hub during a cystocentesis which could have caused serious injury if the va was not able to retrieve the needle part with her fingers from the skin of the patient. Was there any visible blockage? If yes, kindly describe. No visible blockage seen. Was this noted on the first use? Yes they are brand new needles from the packaging being used for the first time with these occurrences. Were you able to draw up solution and then unable to expel? No, the needles were changed after drawing up with a different one so answer unknown. What medication was used during the event? Vaccines, rabies, dapp, dapp/lepto, fvrcp, etc. What type of procedure is being performed? Injection of vaccines, cystocentesis".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.